Event description:
Radius rod was stuck in patient's bone during surgery. Surgeon tried to pull it out, but it was fractured in 3 parts.

Manufacturer narrative:
Return authorization given. Part not received as of the date of this MDR. When the part is received, it will be evaluated.